Event description:
According to the reporter, prior to a procedure, handle was unable to recognize the adapter and showing a file error. The adapter was used without issue on a different handle. There was no patient involvement. Medtronic's initial evaluation of the incident device found that analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
D10 concomitant product: sigadaptxl - sig power sigadaptxl linear xl adapter, serial# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #295978718:this report is based on information provided by returned product analysis (rpa) lab investigation personnel. Rpa lab received (qty d evice) opened by the account without the packaging. Visual inspection: - visual inspection noted that there was a faded/burnt in section of the oled (organic light-emitting diode) screen. Evaluation: - functional testing noted abnormalities during adapter and reload calibration. - the handle had 204 of 300 procedures remaining. - analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. - according to this data, the handle was running software at the time of the fpga reset/reprogram failures. Based on the evidence available, the reported condition of "handle was unable to recognize the adapter" was not confirmed. Based on the evidence available, the reported condition of "showing a file error" was not confirmed. Additionally, the investigation detected the unreported conditions of "fpga reset/reprogram failures" and "screen burn-in" that have no relationship to the reported conditions. -the cause of the reported condition can be traced to fpga reset/reprogram failures. The cause of the fpga reprogram/reset failures could not be established. -the root cause of the oled screen having a burnt in section on its display is due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. A cross functional team has reviewed the risk and rate of occurrence for this failure and has determined that no corrective actions are warranted at this time. The investigation found the unreported failures did not cause or contribute to the reported conditions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.